Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing end cap sticker, cracked end cap, loose/protruded drive support disk and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the drive support cap on their insulin pump was moving during bolus. The customer did not know their blood glucose value at the time of the incident. The customer was advised the insulin pump will be replaced.